Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system was leaking. Report 1 of 2. The following was received from the initial reporter: after successful cannulation, removed introducer. From point where introducer was, on first device there was a noticeable blood drop apparent which when wiped away came back, indicating there was a leak. The second cannula, on a different patient when the introducer was removed, blood poured from the same site so had to be removed.

Manufacturer narrative:
Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system was leaking. Report 1 of 2. The following was received from the initial reporter: after successful cannulation, removed introducer. From point where introducer was, on first device there was a noticeable blood drop apparent which when wiped away came back, indicating there was a leak. The second cannula, on a different patient when the introducer was removed, blood poured from the same site so had to be removed.